Manufacturer narrative:
(B)(4). Batch # m9373l . The device was returned with the upper jaw detached and returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic assisted total vaginal hysterectomy procedure, the jaws of the device would not close while inside the patient. The surgeon used a grasper to force the jaws closed and the top jaw broke off the device. The top jaw of the device was removed from the patient as well as the device. Another like device was used to complete the procedure. The patient was not harmed. Broken off top jaw will be returned.